Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading with the adc device. The caller reported unspecified low sensor reading and the customer was fatigued and thirsty. The customer was taken to health clinic where a laboratory blood glucose result of 651 mg/dl was obtained. The customer was treated with unspecified infusions. There was no report of death or permanent injury associated with this event.